Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that this right ventricular (rv) dextrus lead was exhibiting no capture, high thresholds and decreased sensing measurements due to dislodgement. A revision procedure was performed and the lead was removed from service and successfully replaced. No adverse pt effects were reported. The lead was not returned for testing. No other adverse events have been reported. This product issued with be updated if additional info is received.